Event description:
It was reported that the patient underwent surgery because the artificial urinary sphincter pump was not performing as expected. All components were replaced. There were no patient complications.